Event description:
Ectopic bone growth. Bone growth in spinal canal. Extreme inflammatory reaction. Radiculitis. Fusion did not "take." Root impingement. Possible deterioration of adjacent levels due to fusion to l5-s1. Possible re-exploration and re-fusion of lumbar spine, in future. Ongoing and continuous low back pain and pain radiating to left leg and at times right leg. Legs give out on him and back "pops and grinds" (from ectopic bone growth).